Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A review of the DHR could not be performed since a lot number was not provided. A two-year lot history review could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 18 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to each use ensure all accessories are correctly and completely attached and perform the required preoperative functional tests for the equipment and accessories. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 00507133400, was being used during a total knee arthroplasty procedure on (B)(6) 2021 and was reported as "using joint saw for a total knee replacement and the saw blade broke and small piece of metal fell off. This piece was retrieved from patient and discarded in sharps container". The procedure was completed with no delay. There was no report of patient/user impact or injury. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.